Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal remained in the plunger; it wouldn't deploy all the way. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device reportedly will not be returned to cardiac surgery for investigation. A device lot history review was performed on the reported lot number, and there are no non-conformities that could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).